Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient expired due to renal failure. Additional information was requested but not provided.

Manufacturer narrative:
Section d4 (UDI): the correct UDI is (B)(4). Section d1, d4 (model number): correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account reported that the patient expired on (B)(6) 2018 due to renal failure and heart failure. Multiple requests for additional information were sent to the customer; however, no additional information was provided. The hmii IFU lists renal failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to renal failure and heart failure. No additional information was provided.